Event description:
This unisolve complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient's wife states her husband was an inpatient for 10 days. Patient's wife states her husband's symptoms: flexible temperatures, high heart rate, spasms in abdomen area and redness on her husband's belly area. Patient was diagnosed with having three bacterial infections: gram positive, gram negative and gram (unknown name).

Manufacturer narrative:
Supplement 002 to provide additional information of customer reporting subsequent death: initial MDR was filed on (B)(4) 2011, and supplement report 001 containing the results of our investigation was filed on (B)(4) 2011. Upon a recent review of the complaint file and associated MDR documentation it was noted that this subsequent information regarding the patient death had not been reported in our initial supplement 001. On (B)(4) 2011, the customer contacted smith & nephew to inform us that her husband had died on or around (B)(6) 2011. Further communications with the customer's wife on (B)(6) 2011, indicated the cause of death to be cancer. As the cause of death was cancer, there will be no change to our initial investigation reported in supplement report 001 which stated the following: the customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. The returned sample(s) of lots 0m151, 0k209 and 0f239 as well as control samples (from stock) and other return samples of lots 0m151, 0k209 and 0f239 were analyzed by an independent test laboratory and met finished product specifications with no evidence of any objectionable or pathogenic microbial organisms found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of uni-solve wipes. No further investigation will be performed at this time.

Manufacturer narrative:
Medical advisor's review concluded that there is no medical evidence to support any relationship between the use of unisolve wipes and this patient's symptoms. Active investigation in progress; results of investigation will be provided in a supplement report. (B)(4)

Manufacturer narrative:
The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. The returned sample(s) of lots 0m151, 0k209 and 0f239 as well as control samples (from stock) and other return samples of lots 0m151, 0k209 and 0f239 were analyzed by an independent test laboratory and met finished product specifications with no evidence of any objectionable or pathogenic microbial organisms found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of uni-solve wipes.